Manufacturer narrative:
Catalog number and lot code of the other device listed in this report. Cat # 623-10-32d, lot # mjn434, description: trident 10 x3 insert 32mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "instability. Preop: infection possible. Washout, liner and head exchange. Outcome: washout, constrained liner sz. D, 22mm +5 head."